Event description:
It was reported by service report that the breaker on the outlet at the foot end of this bed was tripped causing there to be no power to the xprt mattress. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Product circuit breaker was tripped causing power to the bed to be lost in addition to the mattress which was plugged into the 110v option on the bed. The product performed according to spec. Once the breaker was flipped, the product continued to function properly.